Manufacturer narrative:
The initial MDR 1219913-2014-00304 was submitted on december 5, 2014 reporting a non-reactive advia centaur xp hcv (ahcv) result on a sample from a patient that was historically (B)(6). Upon repeat testing, the sample was (B)(6). Additional information january 22, 2015. Siemens reviewed the instrument and did not identify any issues. While no definitive cause for this discordant result can be determined from the information provided, preanalytical phase variables, such as specimen collection, transport to the laboratory and specimen processing which can impact the quality of the specimen and therefore the analytical result, cannot be ruled.

Event description:
Customer observed a (B)(6) result on a sample from a patient that was historically (B)(6). Upon repeat testing, the sample was (B)(6). There are no reports that treatment was altered or prescribed based on the discordant result. There are no reports of adverse health consequences based on the (B)(6) advia centaur xp (B)(6) result.

Manufacturer narrative:
The cause of the non-reproducible advia centaur xp (B)(6) result is unknown. A siemens field service engineer checked the sample probe, reagent probe 3, and acid and base pumps and found no issues. Calibration of the assay was acceptable. The limitations section of the instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."